Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose value was 106 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated insulin pump had not been exposed to temperatures below 41° f. Customer stated that notification light stopped flashing immediately. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior and confirmed power error 25 due to moisture damage on the electronic assembly.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior and confirmed power error due to moisture damage on the electronic assembly. (B)(4).